Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the left ventricular (lv) lead has high thresholds which may have caused the device to reach eri early. The device was explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defib lead 2005 (B)(6); competitor 1188t implantable pacing lead 1994 (B)(6). (B)(4).